Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis in a used condition and inside of a plastic bag without original packaging. Visual inspection was performed under normal conditions of illumination and no discrepancies were detected on the housing nor solvent bonds. During analysis, leak testing was performed using syringe to look for unusual functions. The sample was primed, and it was observed to keep flowing water through the entire tubing without any problems. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that tubing was leaking where cadd tubing fuses into the luer lock, connecting to the patient. No adverse effects occurred.